Manufacturer narrative:
A customer requested an inspection of kwiktrack x-y ceiling installation rail system because it came away from ceiling. Following received documentation, when a third party company was performing a weight load test of arjo maxi sky 600 attached to ceiling installation, one of the rails moved of a few centimetres, damaging plaster ceiling plate. Neither injury nor harm was reported and no resident was involved. No full rail detachment took place. The track involved in this complaint was kwiktrack x-y traverse system. In this system, a mobile track moves along two fixed tracks. Each of the fixed tracks was mounted with three anchor points. The system was placed under the suspended ceiling by a third party company. Arjo service team was called to inspect the installation at the customer. The failure was confirmed: one of the fixed rails was pulled down, and at the same time the other extremity of the same rail moved up, damaging the false ceiling. After confirming the failure, the quotation for repairs was not accepted by the customer and the third party company made the repair. No exact assessment of the condition of mounting points was possible and method of performing the weight load test was not confirmed. Therefore no root cause can be stated with certainty. To conclude, while the incident occurred, the kwiktrack installation was tested by a third party company representative. The installation was unstable and from that perspective, the system was not up to the manufacturer¿s specification at the time of the incident. Although no patient was involved and no serious injury took place, we have reported investigated event to competent authorities in abundance of caution, due to combination of factors: significant rail instability, damaging the ceiling, unknown condition of the installation above the plaster ceiling, installed, maintained and fixed by a third party company, uncertainty if the anchor points were only loose or some of them detached.

Manufacturer narrative:
The installation has been repaired by a third party company. Additional information will be provided upon conclusions of the investigation.

Event description:
Arjo was made aware of the customer complaint indicating that arjo kwiktrack ceiling installation rail system came away from ceiling. Following received documentation, when a third party company was performing a load test of arjo maxi sky 600 attached to ceiling installation, one of the rails moved of a few centimetres, damaging plaster ceiling plate. Neither injury nor harm was reported and no resident was involved. No full rail detachment took place.